Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the puerto rico, united states. It was reported that the patient faced an insulin flow blocked alarm. The insulin did not exited during trouble-shooting. No further information available.